Manufacturer narrative:
Electrical codes are not available in the conclusion code section; therefore, a conclusion code for the electrical issue could not be provided. Appropriate codes were instead assigned under the medical device problem and evaluation result sections.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging strange odor, burning/smoke/electrical odor. There were no reports of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed missing filter and sd card. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer observed minor dust/dirt contamination on inside top enclosure, front ui panel, blower box lid, blower box, blower bellow, blower, side panel, and sd flip side door. A contamination consistent with keratin was observed on the blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.